Event description:
Patient underwent an esophagogastroduodenoscopy with bravo capsule placement for 96 hour ph study late (B)(6) 2018. The patient called approximately 3 days later reporting that she dropped the bravo machine and it stopped working. The bravo terminated the study right after it was dropped. The patient tried to turn the machine back on many times but it didn't work. I was able to download the data and tried to add up the last 24 hours of study manually but the computer won't let me do it.